Event description:
Device malfunction: unable to deploy clip. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the device "failed to deploy the clip". A second starclose device was used to successfully complete the procedure. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.